Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure for a posterior inferior cerebellar artery (pica) aneurysm using penumbra smart coils (smart coils). During the procedure, the physician inserted another manufacturer's microcatheter jailed with another manufacturer's stent device into the aneurysm and then attempted to advance three smart coils through the microcatheter. Two of the three smart coils were successfully deployed and detached into the aneurysm after a lot of difficulty. While attempting to advance the third smart coil through the microcatheter, the physician had difficulty advancing and was unable to deploy and detach the coil in the aneurysm. Therefore, the smart coil was retracted with no observed damages. The procedure was then completed using the same microcatheter and another manufacturer's coils. It should be noted that the physician maintained a continuous flush and used a rotating hemostasis valve (rhv) throughout the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received by the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.